Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device presented with an error code; the main printed circuit board (pcb) assembly of the device tested out-of-specification in an electrical manner. Analysis also noted that the output connector assembly of the device was broken, the hanger assembly and three case screws were contaminated, and both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. Failure analysis was then performed on the main board following service and repair. Visual inspection revealed no anomalies. Bench analysis found that the device powered up with an error. After the eeprom (electrically erasable programmable read-only memory) was replaced the device was run on the automated test console and all tests passed. The log was reviewed. Three different error numbers were in the log. These errors were communication errors between the die stack and the microprocessor. The microprocessor times out waiting for a response from the die stack. Conclusion: the reported event was confirmed, the failure was caused by corrupt eeprom.

Event description:
It was reported that the external pulse generator (epg) presented with an error code during setup. The epg has been returned for repair. There was no patient involvement. It was further reported that the returned epg subsequently tested out of specification during manufacturer¿s analysis.